Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011; 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing at times noted on stored electrograms (egms). The atrial lead remains in use. No patient complications have been reported as a result of this event.